Event description:
Title: baclofen overdose. Patient had a baclofen medtronic pump placed. Patient with multiple sclerosis became abruptly unresponsive and hypotensive due to suspected baclofen overdose while in the recovery room following pump placement. The site reporter was not able to state exactly how long the pump had been running prior to pt having symptoms. Pump had been programmed by the health care professional to deliver 0.4 cc bolus of 500 micrograms per cc. At the time patient started to decompensate, looking at the volume remaining in the chamber, the pump indicated there was only 0.6cc remaining which was significantly less than what should have been remaining. Patient had not yet been instructed on the use of the pump and was not manipulating the pump in any way. Appears that 4 cc had been delivered. Patient transferred to the neuro-surgical ICU and spent several days there requiring intubation. The original pump remained in place while the patient was in the ICU and no additional events with overdose took place for this patient during the ICU stay. The device was explanted, the patient recovered from the incident and elected to have another baclofen medtronic device placed.